Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that she had difficulty removing the tampon pledget because the string was too short. She was able to remove the pledget manually and did not seek medical assistance. She did not experience any adverse health affects.